Manufacturer narrative:
(B)(4). According to tabers medical dictionary, manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00186, 0001822565-2022-02120.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Approximately 2.5 months post implantation, the patient underwent manipulation under anesthesia due to arthrofibrosis. The patient expresses extreme satisfaction without further complications.